Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and subsequently expired eight days later as a result of the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.